Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: heparin. Stent: xact . Embolic protection: emboshield nav6 8f sheath. Device coding: (B)(4) - failure to follow steps/instructions for use (femoral angiogram not taken) the two perclose proglide devices indicated are being filed under separate medwatch MFR numbers. A difficult to insert sheath can occur due to a number of factors including, but not limited to, tight tissue tract, an obese patient, or heavily scarred patient tissue. This may have been a contributing factor to this event, but could not be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, all devices are hydrophilic coated. Devices are then visually inspected to assure that the coating covers the entire surface. A sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the instructions for use states: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity and for disease or dissections of the arterial wall. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the product was not returned for analysis. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined. However, deviating from the instructions for use may have played a role in this event.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a stenting procedure in the common carotid. Reportedly, resistance was met during entrance into the anatomy, but not during advancement or removal. The sutures were deployed, but the knot did not achieve hemostasis. Two additional perclose proglide devices were used with the same results. An 8 f sheath was inserted and protamine was given. Manual compression was used to achieve hemostasis. Post procedure, the patient experience leg pain and did not seek medical attention until 14 days post procedure. A femoral dissection of plaque and thrombosis were found and were surgically treated. The physician reported that inside the thrombus, there was a plastic described as a piece of the closure device which was very abnormal. There was no adverse patient sequela. Reportedly, during the procedure, a femoral angiogram was not taken and the reported plaque was not seen. Though requested, no additional information was provided.